Event description:
It was reported that the m1 cot has broken due to a broken mounting pin. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device has already been repaired by the user facility.